Event description:
Mail from biomedical: syringe pumps are sent for which an adverse event form has been completed. The department is complaining about patients experiencing faintness. Additional info received: was there an alarm at the time of the incident? No. What was the precise time of the incident? Within minutes of the product being administered. Which product was administered? Potassium chloride. What was the flow rate? 2 amp kcl in 60ml nacl to be passed over 3 hours. Speed 20. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.